Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). Corrected data: adverse event to product problem, serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt; difficult to retrieve, swelling/pain; unable to walk; severe leg pain; fluid retent; scars'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. The alleged fracture seems unlikely based on the reported retrieval record that "the filter was entirely intact with all struts and centering legs accounted for". This evaluation is based on the available information and will be reassessed when more information is available. Unknown if the reported swelling/pain is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on (B)(4) 2017 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right femoral vein due to dvt and pe. Plaintiff is alleging tilt, fracture, filter embedded, groin swelling and pain, inability to walk, severe leg pain, fluid retention, scarring on neck, and residual surgery pain. Patient alleges unsuccessful attempted retrieval on (B)(6) 2017, followed by successful retrieval on (B)(6) 2017. The retrieval record from (B)(6) 2017 alleges that "the filter was entirely intact with all struts and centering legs accounted for," contradicting the alleged fracture.